Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On 10/11/2024, it was reported that the patient received the fas notification and had a low "reading" of 54 mgdl. She could not recall what reading it was from since it was a long time ago. The low alert for the receiver was set to cgm 70 mg/dl and the receiver did not alarm at all. She can only recall having a hypoglycemic seizure no other physical symptoms, and that her husband administered her with a glucagon from a vial and syringe and then took her to the emergency room (ER). She had a dislocated shoulder due to the seizure. No other medications was given to her since her readings from the blood glucose meter was back in range as well as her dexcom. They just observed her for the next 6 hours and she got discharged the same day. She was fine during the call. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.